Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7240679. All inspections were performed per the applicable operations qc specifications. There were fourteen (14) notifications [200714328, 200714206, 200714327, 200714241, 200714351, 200714751, 200714916, 200714898, 200714807, 200714330, 200714205, 200714130, 200714326, 200713528] noted that did not pertain to the complaint. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported during use the syringe 1.0ml 30ga 8mm 10bag 500 l amr the device was unable or difficult to aspirate occurring 4 times, unable to inject insulin (clogged/blocked); and plunger movement difficult occurring 4 times. The following information was provided by the initial reporter: 4 syringes on one patient. The first syringe did not pull the liquid, only the air came. The other 3 used syringes, had to apply a lot of force for application and even so the contents inside the syringe did not come out. The next 4 syringes were difficult to aspirate and to applicate.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/30/2020. H.6. Investigation: customer returned five (5) used 30gx8mm, 1ml bd insulin syringes from an open polybag from lot 7240679. Consumer reported the first syringe did not pull the liquid, only the air came, and for the other 3 used syringes, said that it had to apply a lot of force for application and even so the contents inside the syringe did not come out, having waste. All five returned syringes were examined, then tested for plunger rod movement and flow: all five syringes were able to draw and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch# 7240679. All inspections were performed per the applicable operations qc specifications. There were fourteen (14) notifications [200714328, 200714206, 200714327, 200714241, 200714351, 200714751, 200714916, 200714898, 200714807, 200714330, 200714205, 200714130, 200714326, 200713528] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported during use the syringe 1.0ml 30ga 8mm 10bag 500 l amr the device was unable or difficult to aspirate occurring 4 times, unable to inject insulin (clogged/blocked); and plunger movement difficult occurring 4 times. The following information was provided by the initial reporter: 4 syringes on one patient. The first syringe did not pull the liquid, only the air came. The other 3 used syringes, had to apply a lot of force for application and even so the contents inside the syringe did not come out. The next 4 syringes were difficult to aspirate and to applicate.